Event description:
This is filed to report the clip opened while locked. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted, reducing mr to 1+. On (B)(6) 2022, the patient returned due to deterioration of health condition. The patient was hospitalized with worsening heart failure, dyspnea and asthenia. Transthoracic echocardiogram (tte) was performed, mr increased to 3-4. The clip looked opened, approximately up to 9mm between the tips of the clip arms, but still stable on the leaflets. The cardiac chambers became larger. The patient was hospitalized on (B)(6) 2022 and transesophageal echocardiogram (tee) was performed. No additional intervention was performed. Additional intervention is planned for (B)(6) 2022. Surgery is still being discussed. No additional information was provided. On (B)(6) 2022, the patient returned due to deterioration of health condition. The patient was hospitalized with worsening heart failure, dyspnea and asthenia. Transthoracic echocardiogram (tte) was performed, mr increased to 3-4. The clip looked opened, approximately up to 9mm between the tips of the clip arms, but still stable on the leaflets. The cardiac chambers became larger. The patient will be hospitalized again on (B)(6) 2022, a transesophageal echocardiogram will be performed and a treatment strategy and type of intervention will be determined. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr), dyspnea, fatigue, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported recurrent mr appears to be due to the procedural condition of the clip opened while locked. The dyspnea, fatigue, and heart failure appear to be cascading effects of the mr. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: the patient was hospitalized on (B)(6) 2022 and transesophageal echocardiogram (tee) was performed. A second mitraclip procedure was performed on (B)(6) 2022, and two clips were implanted, reducing mr to 2+. No additional information was provided.